Event description:
It was further reported the reported event occurred during pre-use inspection of an unspecified therapeutic procedure. The intended procedure was completed by replacing the device.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image distortion was caused by image sensor (ccd) failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. The most probable cause of the failure identified is traced to component failure. To mitigate risk/harm to the patient, the instruction for use (IFU) manual provides the following caution: do not apply impact to the camera head. There is a possibility of damage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the camera head "image was dark. It was improved by replacing the camera head" there were no reports of patient harm.